Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).

Event description:
It was reported that a balloon rupture occurred. A 15mmx2.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at 6atm at first inflation. The device was removed without any problem using the normal method and the procedure was completed with another of the same device. No patient complications reported and the patient status was good post procedure.